Manufacturer narrative:
This event occurred in (B)(6) occupation was lay user/patient.

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The meter result was 4.0 inr and the laboratory result was 2.8 inr. On (B)(6) 2018, the meter result was 1.0 inr and the laboratory result was 2.8 inr. On (B)(6) 2018, the meter result was 4.8 inr and the laboratory result was 2.8 inr. On (B)(6) 2018, the meter result was 5.2 inr and the laboratory result was 2.8 inr. On (B)(6) 2018, the meter result was 1.0 inr and the laboratory result was 2.8 inr. The reagent used by the laboratory was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 3-4 inr. The customer has had no new medications including antibiotics recently or changes in diet.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.